Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported event of a driveline power fault alarm was confirmed; however, the root cause of the alarm was determined to be related to the returned modular cable, and therefore that alarm has been addressed fully under the modular cable investigation. The event log files from the exchanged controller did not reveal any other notable events, and the pump maintained a speed within the expected range without issue while the driveline was connected. During functional testing of the returned system controller, it was found that the fuse associated with the power a signal had been damaged. This fuse damage was determined to have been caused by the wire damages within the returned modular cable. After replacing the damaged fuse, the controller was functionally tested alongside known working test equipment and was found to perform as intended. The root cause of the reported event could not be correlated to a system controller issue. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook (rev. G section 2) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook (rev. G section 5) addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook (rev. G section 6) addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The heartmate iii patient handbook (rev. G section 4) explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with a driveline power fault alarm. The system controller and modular cable were exchanged. Exchanging the system controller and modular cable resolved the alarms.